Event description:
A customer contacted baxter's technical service center regarding a system error 2240, which occurred on the home choice (hc) system during drain 1 of 7. The hp was advised to dispose of the current supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: nothing was seen that would have caused the alarm and new supplies were used to clear the alarm. The sample was discarded and a companion sample was available and requested. The patient was doing fine with therapy since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The set was visually inspected with solution noted in set. The set was placed on machine for priming and run with no alarms noted. The set was tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection of the home choice set. The complaint could not be confirmed in the lab. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.